Event description:
During an in clinic follow up, episodes of far field r wave oversensing (ffrwo) resulting in inappropriate mode switching were noted on the device. The device was reprogrammed to resolve the event. The patient was stable.